Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 500 mg/dl. The customer's current blood glucose was 400 mg/dl. The customer experienced nausea, vomiting, abdominal pain as a result of high blood glucose and heart attack too. The customer was treated with insulin drip. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08845 inches. Device received with minor scratched lcd window and scratched reservoir tube window. (B)(4).